Event description:
It was reported by service report that the head-end and foot-end brakes were not holding. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: gill brake plates kit.